Manufacturer narrative:
This will be filed as a malfunction summary report per FDA exemption approval number ¿ e2015009. The devices were not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and serial number were not provided. Based on the limited information reviewed, a conclusive cause for the slda could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Date of event: date is estimated.

Event description:
It was reported through transcatheter valve therapy (tvt) registry data that mitraclip devices may be related to 21 device malfunctions of single leaflet detach attachments (slda). The relationship of the malfunctions to the mitraclip devices could not be determined based on the limited data received from the registry. Patients¿ mean age 68 years, ranging from 30 - (B)(6) years. 62% patients were male, 38% patients were female. This will be filed by 7/31/2020 as a malfunction summary report per FDA exemption approval number ¿ e2015009. No additional information was provided.